Manufacturer narrative:
(B)(4). The pump was not explanted- explant date removed. Due to the device not being available for evaluation, a specific cause for the reported event could not be confirmed. However the device¿s approved labeling lists device thrombosis, respiratory failure, renal failure, neurologic dysfunction, and death as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was reported to have experienced acute respiratory distress (ards), acute kidney injury (aki), polyneuropathy, lvad thrombus, and chronic respiratory failure requiring tracheostomy. There was a family decision to transition this pt to comfort care rather than perform a pump exchange. The pt expired on (B)(6) 2013.